Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture, desire for larger breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced left-sided suspected rupture, right-sided rupture and grade ii capsular contracture postoperatively. The patient consulted with a healthcare professional regarding softness of her left breast and right-sided capsular contracture on (B)(6) 2021. The diagnosis of the right-sided capsular contracture was confirmed based on physical examination. In addition, the patient desired to have larger size breast implants. As a result, the patient underwent bilateral removal and replacement with two 425cc mentor memorygel breast implant prostheses (catalog: 3504251bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, the right-sided device was found to be ruptured and left-sided device was found to be intact. Since the right-sided device was severely rupture, the device was discarded. The right-sided device is not available for product evaluation. This report is for the left-sided prosthesis.